Event description:
It was reported that the device occlusion seal was cracked. The problem was identified during device maintenance. Per the reporter, in no case did the device issue pose a problem when using on a patient.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged ac connector, and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.